Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt involving the subject device, difficulties were obtained while attempting the atrial lead connection. Clicking of the screwdriver in this channel could not be obtained by the physician in two attempts. Another pacemaker was subsequently implanted. The physician indicated that the video on the company website has been viewed, and that the recommended methods were applied.